Event description:
It was reported that the lead triggered a warning. There were retreating impedances. The lead was currently programmed bipolar rather than unipolar due to pocket stimulation that occurred in with unipolar pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).